Event description:
Report of explant of device system received per return for analysis. Follow up with hcp revealed pt presented in 2000 with increased pain radiating to both legs, pain had been increasing since last refill of the pump. A dye study was done three days later and the rotor was found to be stalled. The device was replaced and the pt has recovered successfully except for some drainage which was successfully treated with antibiotics.